Event description:
It was reported the customer was experiencing low blood glucose. Customer stated their blood glucose was 38 mg/dl. It was also found the customer's low blood glucose may be caused by an over correction for their breakfast. Customer also reported receiving a calibration error alert on their insulin pump. The customer also reported having blood at their sensor site in the past. Customer also stated they had kidney failure. The customer also reported having air bubbles in their reservoir. Customer stated the air bubbles were tiny in size. Customer's air bubbles were resolved at the end of the call. The customer's blood glucose was 90 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.